Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent low blood glucose events requiring approximately 150 grams of carbohydrates to correct, with lows under 70 mg/dl lasting about two hours, and the care team subsequently updated the patient¿s weight in the ilet, increased the overnight glucose target, and arranged additional training. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included use of oral glucose as rescue therapy and no hospitalization or medical intervention beyond routine clinical follow-up. Investigation included review of therapy settings, patient-reported events, and education on hypoglycemia management. Investigation of this case revealed no device alarms or malfunctions and identified clinical and behavioral contributors, including a significant weight increase affecting insulin needs and a need for further user training, with device performance consistent with specifications. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and clinical condition changes mitigated by settings adjustment and education.